Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the black box showed a manual time change on (B)(6) 2014 from 07:36 to 06:32. The black box showed that on (B)(6) 2014 at 06:42, a loss of prime warning related to a cartridge change had occurred; deliveries resumed on the same date at 06:55. The black box also showed an unexplained reboot had occurred on (B)(6) 2014 at 00:58; deliveries resumed the same day at 01:11. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with a 2.0unit/hour basal rate; at the conclusion of testing the basal total daily dose history correctly reflected 48.0units. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms, or warnings occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 500mg/dl with symptoms of dehydration and blurred vision. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly remained on the pump. The reporter noted that the patient was on amoxicillin for a skin infection. Customer technical support reviewed the pump with the reporter and found that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged basal history issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.